Event description:
A peritoneal dialysis (pd) nurse reported a leak for a pd patient. The patient reported she opened the door on her cycler and removed cassette following treatment. There was moisture on the backside of the cassette. Patient came to clinic concerned for possible break or leak in cassette tubing. She had the set with her. During follow up, the pd nurse reported that the patient's effluent remained clear. She did not have any signs of infection. She treated the patient with prophylactic antibiotic vancomycin 1g via pd. She returned the set for evaluation. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection found no defects or damage. "The set was use tested with a cycler to simulate treatment." No warnings or leaks occurred. The test was completed successfully. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch records review confirmed the labeling, material, and process controls were within specification. The complaint could not be confirmed.